Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Device model 7298 is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient alert sounded. The lv (left ventricular) impedance was 2192 ohms, and the device was at eri (elective replacement indicators). Possible premature battery depletion was indicated. The device and lead were replaced. There were no patient complications reported as a result of this event, and the patient outcome was reported to be "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device model 7298 is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Alert date, event date, and facility aware date corrected. Evaluation summary: (B) (4) preliminary analysis found the battery was at rrt (recommended replacement time), with a telemetered value of 2.58 volts. The device was fully functional. Further analysis confirmed a high current drain caused by capacitor leakage.

Event description:
It was reported that the patient alert sounded. The lv (left ventricular) impedance was high at 2192 ohms, and the device was at eri (elective replacement indicators). Possible premature battery depletion was indicated. The device and lead were replaced. There were no patient complications reported as a result of this event, and the patient outcome was reported to be "ok" following the replacement procedure.